Event description:
The device was returned for intermittent touch screen issues. Complaint was reproduced and confirmed. An internal investigation found the touch input cable was seated properly and as such the lcd will be replaced. No other damage was identified.

Event description:
The following has been reported: fk ivt sales, midwest: "this issue was reported on (B)(6) and came from unit 7g. Made aware (B)(6) while on site. The ivenix device had a non-responsive touch screen and would not respond to any "clicks." No patient harm reported. No video was taken. Issue could not be replicated in the office. The device has already been cleaned. Htm notified and they are in process of picking up device. 9/25 customer reported: flaky screen. A preliminary review identified the following issue: mechanical hardware failure (screen no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported.